Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit went ventilator inoperative with error code message auto-zeroing of machine and proximal pressure transducers in post failed. (E/c1008) then error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Serial number unknown.